Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination on the force sensory assembly. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. There was evidence of contamination observed on the force sensor assembly. Unrelated to the force sensor issue, investigation revealed that the display is faded, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.